Manufacturer narrative:
Analysis of the device found no evidence of anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving sufentanil (50 mcg/ml at 15 mcg/day) via an implantable pump. The other medications that the patient was taking at time of the event were unable to be obtained. The pump's indication for use was noted as spinal pain. It was reported that a pressure sore was noted on the pump pocket site. The patient was reportedly non-compliant and laid on the pocket site. The pump was to be explanted on (B)(6) 2016. No diagnostics or troubleshooting were performed. At the time of the report, the issue had not resolved. Additional information obtained from the rep on 2016-07-11 indicated that the catheter and pump were completely explanted. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.